Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted noted damaged dark blue female connector and missing chip (dark blue female connector separated from light blue main-body with no chip present). Functional testing performed included leak testing (eight psi underwater pressure test with connectors attached), clear passage test, and clamp function test. All functional testing performed was acceptable. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue tip of the transfer set became loose and was pulled off when the patient was trying to remove the minicap. The patient was connected at the time of the event. The transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.